Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed, and the patient was hospitalized for rhythm monitoring. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had intermitted complete heart block prior to insertion of the delivery system. The length of the membranous septum was 3.8mm. The patient has significant calcium at the sinotubular junction (stj). The patient went into complete heart block upon valve deployment. The final implant depth was 5mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). A temporary pacemaker was required. The valve was implanted. The heart block persisted. A permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had intermitted complete heart block prior to insertion of the delivery system. The length of the membranous septum was 3.8mm. The patient has significant calcium at the sinotubular junction (stj). The patient went into complete heart block upon valve deployment. The final implant depth was 5mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). A temporary pacemaker was required. The valve was implanted. The heart block persisted. A permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.